Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the intermittent image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac instructed the customer to plug in the maj-1430 correctly, reseat the cable, check for water drops on the el connector contact pins, check for water drops on the contact pins of the maj-1430 connector, and replace the maj-1430 connector. Tac advised the customer to send in the device if the issue persists. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center display intermittent image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.